Event description:
Nurse called for assistance with the calibration test of the device. The device gave high calibration results. The device was replaced and the defective one returned for investigation.